Event description:
It was reported that during a mitraclip procedure, one clip (10269595/01) was deployed reducing the functional mitral regurgitation (mr) grade from 4 to 2-3. A second clip (10270235/29) was placed close to the first implanted clip resulting in a worsening mr. Per the physician, the worsening mr could have been caused by a geometrical change and/or damage to the leaflets; however, the transesophageal echocardiogram did not show damage in the leaflets. The clip was reopened and was placed in the main jet and then more centrally, but there was no reduction in mr. The physician decided to grasp in the a1p1 segment, but in doing so, the clip became caught in the chordae. All trouble shooting maneuvers were attempted, but it was impossible to free the clip from the chordae. As the clip had been grasped onto the leaflets with good insertion, the clip was deployed. The deployed clip appeared to be stable, but there was no mr reduction and the grade remained 4. Post procedure, the patient was hemodynamically stable, but with signs of a severe stroke. The patient was transferred to the intensive care unit and upon further diagnosis, it was confirmed that the patient experienced a severe stroke most probably caused by a thrombus. No thrombus was seen during the mitraclip procedure. The patient was treated with standard therapy for stroke. Although the physician has no evidence as to where the thrombus may have developed, he could exclude air as a cause of the stroke. Per the physician, the mitraclip device did not cause or contribute to the stroke; however, the mitraclip procedure was considered a contributor. Subsequently, the patient expired on (B)(6) 2014 due to pneumonia. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system: clip delivery system, steerable guide catheter, lift, support plate, stabilizer. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided by the reporter to abbott vascular. Potential causes for the reported entrapment of the device and difficulty in removing are, but not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions. As part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality. Review of the device history record confirmed that this device passed all visual and functional inspection requirements. There were no systemic nonconformances identified for this lot that would have contributed to the reported event. The user did not report any issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was initially functioning properly during functional inspection. In regards to patient morphology, user technique and/or procedural conditions, it is possible that the reported back-and-forth maneuvering of the device from centrally in the mitral valve to the a1p1 segment may have resulted in the reported entrapment of the device in the chordae. Additionally, depending on the orientation of the heart in the patient, the chordae may have been more accessible during the maneuvering process, thereby resulting in chordae entrapment. The reported difficulty in removing most likely would have been due to the mitraclip device being unable to be removed from the chordae. The reported patient effects of cerebrovascular accident (stroke), mitral regurgitation (worsening), and thrombosis, as listed in the mitraclip system instructions for use, are known potential complications associated with the mitraclip procedure. Although a conclusive cause for the reported patient effects and relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to the manufacturing, design, or labeling of the device. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that stroke was reported post procedure, but there was no evidence of thrombus formation during the actual procedure nor was the patient history provided. There was no evidence of device deficiency or malfunction in having a causal or contributory relationship to the stroke. The procedure may have a contributory role as instrumentation in the left side of the heart is associated with an increased risk of thrombus formation. Death was reported secondary to pneumonia in this patient as well. There was no evidence of device deficiency or malfunction in having a causal or contributory relationship to the pneumonia and therefore the death. The procedure may have a role as the patient is required to be intubated to safely perform transesophageal echocardiography during mitraclip implantation. A query of the complaint handling system did not reveal any other incidents reported for the same issue. Based on the information reviewed, there is no indication of a product deficiency.